Manufacturer narrative:
The reported event of lead fracture, sensing noise, inadequate capture, and low pacing impedance was not confirmed. As received, a partial lead was returned in four pieces. Visual inspection and x-ray examination of the lead found no anomalies except procedural damage. The impedance test couldn't be performed due to the lead damage condition as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that over-sensing noise was noted on the left ventricular (lv) lead during an in-clinic visit. A decrease in pacing impedance, which stabilized, and a slight increase in thresholds were also noted. A fracture was noted during the removal of the lv lead. The patient was asymptomatic and stable before, during, and post-procedure.